Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 550cc saline prosthesis (left) and a mentor smooth round moderate plus profile 500cc saline prosthesis (right) experienced bilateral rippling, sloshing, and discomfort post procedure. The rippling was on the sides of her breasts. The discomfort is under the armpit area. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-01856 for contralateral prosthesis report.